Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer's complaint that the ((B)(4)) reverse trigger of the compact air drive jammed was confirmed. The device was evaluated and the complaint was substantiated. It was also discovered that it has low rpm, loose soft mode switch, failed power test, and upper trigger is stuck. This is most likely from normal use over time. Product receipt date (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) sales consultant reported the 511.701 (compact air drive ii) the reverse trigger is jammed. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.